Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4194 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds and no capture. The device had early battery depletion due to the high thresholds on the lead. The lead and device were explanted and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.